Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, elevated cocr levels, and at-risk cup position. Update rec'd 1/14/2016 - litigation papers allege the patient experienced complications, including, but not necessarily limited to pain, discomfort, difficulty ambulating and metallosis. The complaint was updated on 1/15/2016. Update 4/19/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported extreme pain, disfigurement, permanent damage to hip area,, loss of mobility and range of motion. Primary surgical note reported 600ml estimated blood loss. Patient reported popping and clicking with ambulation. Revision surgical report noted elevated metal ion levels, small effusion, peri-articular cyst, milde corrosive changes, mild corrosive changes at trunnion, blackened synovial tissue at anterior rim of acetabulum related to metal debris reaction. Stem added for corrosion and elevated metal ions. The complaint was updated on: may 14, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect  a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.